Event description:
It was reported that the user received a "sensor in use by another device" alert during ilet setup after scanning the freestyle libre 3 plus sensor with the abbott app; the event was characterized as an improper setup procedure that resulted in the sensor being in use by another device, with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the abbott app stemming from incorrect setup procedure, with no applicable device component identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error related to improper setup procedure.